Event description:
It was reported that black specks of foreign matter were found in the bd luer-lock¿ female adaptor. The following information was provided by the initial reporter: "customer reporting "black specs"".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is us molding coe. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black specks of foreign matter were found in the bd luer-lock¿ female adaptor. The following information was provided by the initial reporter: "customer reporting "black specs"".

Manufacturer narrative:
H6: investigation summary: a complaint of component having black specs was received from the customer. A photo was provided by the customer for review. Since no samples and defect quantity were available for review, the defect cannot be confirmed at this point. The initial DHR review was performed on this batch record, no quality notifications and quality related issues were found on the batch record review. There have been no quality notifications for part number (B)(4) related to the foreign matter or black specs.